Manufacturer narrative:
D6b: explant date estimated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that their device was removed because it was "creped".

Event description:
Additional information was received and patient clarified that by saying that it was "creped" they meant it was crooked; did not lay flat under the skin and it was painful, and the most like cause was due to poor placement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the ins is turned off as the patient (pt) was having so much trouble with it. Pt stated at first they told their doctor that ins was working well so the doctor told pt they did not need to see pt for 6 months. Pt stated within that 6 months the ins "stopped working several times" and stated they had a lot of trouble with it. Pt clarified where the implant was (in pt's left hip area) when pt moves in bed sometimes it will "bounce it in the pocket" (pt clarified sometimes it will move in the pocket), and reported it's extremely painful and "all twisted". Pt clarified the leads are not twisted, the ins is. Pt stated if they sit in a chair (barstools) "it hooks sometimes, it catches on the back of the chair and twists". Pt stated they called their doctor because one time it was bad and pt thought "it moved" (the ins) and pt stated they had x-rays that looked like it was still in pl ace and stated "the sensors did not move". The implanting doctor moved, so they have a new one that they see. The new doctor told pt "it has to be re-done, because it's crooked and sticks out". Pt stated they have not had implant redone. The doctor told the patient that they should also meet with the manufacturing representative (rep).  Advised patient on the process of coordinating a visit with the rep. Pt made a comment that "it vibrated" when agent was attempting to collect event date.  Pt stated they don't understand how to work the phone. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. Pt stated they are ready to have implant removed and stated they need it repaired.

Manufacturer narrative:
Date of event: event date is estimated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.